Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the ventilator was losing volumes while on a patient. The customer stated the reported issue occurred during patient use, no harm or injury reported